Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred while the bipap a40 pro device was in patient use. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or injury reported with this notification. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The bipap a40 pro (gbx3100s19) is substantially similar to the bipap a40 (B)(6) and will be reported in the united states under bipap a40, 501k number: k121623.